Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation from t5 to iliac crest. The 5.5 diameter and 5.0 diameter multi axial screws were implanted in iliac crest. Ten days after the surgery, the set screws had pulled out of the multi axial screws on both left and right side of the iliac. The revision surgery was performed. The iliac screws were replaced with the 7.5mm screws at the revision surgery.

Manufacturer narrative:
(B) (4): the manufacture received post op x-rays. The date of these films was not provided, therefore, the MFR is not able to confirm if these films apply to the reported event. However, the films show that complex construct for neuralgia scoliosis/kyphosis thoracic to pelvis. Dissociation of screws and rods due to set screw back out noted at multiple levels. Poor x-ray quality makes level interpretation difficult but loosening appears to involve s1, l5, and l3.